Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the clinic for changing their system controller at home due to backup battery fault alarms. The patient was reminded not to change their system controller for this particular alarm and was issued a new backup system controller. Log files were sent for review. The log files captured invalid controller clock alarms throughout the event and periodic history. The log files also captured a few backup battery fault alarms which were quickly followed by a series of driveline disconnect and pump off events. Due to the controller clock being incorrect, the exact time that these alarms occurred could not be determined. It was recommended by technical services to exchange the system controller. Additionally, it was reported that a system controller had persistent backup battery fault alarms. The patient did not experience any symptoms/adverse events from the pump stop. The system controller exchange resolved the backup battery fault alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted and downloaded log files; however, it was not reproduced. The controller event log files contained events from 23apr2000 through 30apr2000. A backup battery fault alarm was captured beginning on 28apr2000 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Of note, clock not set alarms were active throughout the controller event and periodic log files, with the controller periodic log file spanning from 02feb2000 through 28apr2000. The onset of the clock not set alarm was not captured and a specific cause for the alarm could not be conclusively determined. The driveline was disconnected at the end of the controller event log file on 28apr2000 to exchange the controller in response to the backup battery fault alarm. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller and backup battery passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical backup battery fault alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The provided information stated that the system controller had been exchanged by the patient at home, and the backup battery fault alarms resolved following the exchange. A root cause for the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including backup battery fault and controller clock not set alarms. Section 6 of the patient handbook, ¿caring for the equipment¿, describes how to properly care for all heartmate equipment, including the heartmate 3 system controller. Section 10 of this document, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Section 5 of the IFU, ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 of the IFU, ¿system operations¿, explains how to properly replace the backup battery. Section 7 of the IFU instructs users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.